Manufacturer narrative:
There was no button error alarm noted. There was intermittent button response due to moisture damage keypad traces. There was minor scratches to the lcd window, cracked case near display window corners, cracked reservoir tube lip, missing end cap sticker.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 300mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.